Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery for tha had taken place on (B)(6) in 2009, and the patient was well on the way to the recovery through the post-operative period. However, the patient has been suffering recurrent dislocation for five times since (B)(6) 2014. For this reason, on the (B)(6), the revision took place and the surgeon performed the replacement of the liner and the head (changed to a duraloc liner and a delta 28mm). According to the surgeon, there was no corrosion around the head and neck area. The patient is now under observation. There was no surgical delay. There were no adverse consequences to the patient.

Manufacturer narrative:
The lab report and parts were transferred to bioengineering for review. A report was received (com 082528 bioeng report) stating: the head and liner associated with this complaint were returned for review and have been analysed in detail within l00001253. Within the investigation it was noted that there were signs on the cup of potential impingement with the stem which could have contributed to the failure mode of dislocation, however with the limited information available it is not possible to determine the root cause. The reason for the recurrent dislocation of the joint is unknown. Without assessing the femoral stem associated with this complaint, it is not possible to draw any further conclusions. The mode of failure of the prosthesis is multi-factorial and consideration has to be given to all other potential influences such as, surgical process, patient variables i.e. Activity, weight, bmi and use, anatomical considerations and patient changes over time. This report details the finding of review of the explants and information as supplied at the time of evaluation. Any conclusions from this data have to be placed into context with all other relevant factors. The reported event is considered one of the possible complications of joint replacement. Investigational inputs were requested as indicated per internal procedures for this failure mode. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Follow-up for additional event information, if applicable, was conducted utilizing work instruction wi-7915 appendix a. The physical complaint samples associated with this report, met specifications at the time it was released for distribution. The devices associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. From the event information received, it was not possible to determine the relationship of the device to the reported event. The complaint shall be closed with an undetermined conclusion; it will be entered into the complaint database and monitored through trend analysis.